Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant. The aortic annular perimeter was 74.4mm, area was 422.4mm^2, and average diameter was 23.3mm. The patient had a horizontal aorta. There was sufficient calcium to allow anchoring of the device. During the procedure, the primary access was the femoral artery. The puncture was performed under ultrasound control. Temporary pacing was used during the procedure. The valve was placed and determined to be in a good position. The starting implant depth at deployment was 3mm. The final implant depth at release was 3mm. There was no tension in the delivery system at the time of final deployment. However, it was then noted that the valve migrated to above the aortic annulus. The cause of the valve migration/embolization was unknown. There was no separation issue between the valve and delivery system. The migrated valve did not block any coronary arteries. The decision was made to snare the valve into the ascending aorta. The physician was aware of the instructions for use (IFU) warning against snaring the valve. A pre-dilatation was then performed on the valve with a 24mmx40mm non-compliant non-abbott balloon. A second 27mm navitor valve was then implanted with optimal result. The gradient following the implant was 0mmhg. Hemostasis was performed with 2 proglide systems, and the puncture sites did not have any hematoma. The patient status was reported as stable.

Manufacturer narrative:
An event of valve migration above the aortic annulus was reported. It was reported that the migrated valve did not block any coronary arteries. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that the final implant depth at release was 3 mm with no tension in the delivery system at the time of final deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however, based on the imaging received from field, it is suspected that there was some non-uniform expansion of the stent frame of the first valve. The non-uniform expansion may have led to the migration, as the valve tried to fully expand after full deployment. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that the decision was made to snare the valve into the ascending aorta. Please note that per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."